Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents. It should be noted that the reported patient effects of mitral valve injury (tissue damage), mitral regurgitation, hypertension, and death as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded, death was a complication of surgery and was unrelated to the device. However, the need for surgery was related to the clip detachment associated with tissue damage. All available information was investigated and the definitive cause for reported single leaflet device attachment/slda resulting in tissue damage and mitral regurgitation could not be determined. Based on the information reviewed the tissue damage and mitral regurgitation were due to slda. The investigation was unable to determine a definitive cause for the patient effect of hypertension and shortness of breath. Death was due to patient¿s health complications. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: mitral valve replacement was performed on (B)(6) 2019. The patient died on (B)(6) 2019.

Manufacturer narrative:
B2: date of death - estimated. D7: date of explant - estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mitral regurgitation (mr) with a grade of 4+. One clip was implanted successfully reducing mr to 1+. On (B)(6) 2019, the patient presented with dyspnea and pulmonary hypertension. Echocardiogram was performed showing the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was noted and mr increased to 4+. On an unspecified date, mitral valve replacement was performed. The patient was not able to recover from the systemic inflammatory response of cardiac surgery and died 24 hours after the procedure. No additional information was provided.